Event description:
During routine testing of the device at the service center, the service technician reported that two adjustment pot components broke off the circuit board assembly. The device was originally returned for repair of a broken probe clip when the components were broken while doing required updates to the device. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.